Event description:
It was reported that during injection the needle would clog with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported during injection needle would clog.

Manufacturer narrative:
H.6 investigation summary: samples were received, customer returned six (6) 32gx4mm bd pen needles from lot 9135665. Customer reported during injection needle would clog. All six returned pen needles were examined, and it was observed that all six exhibited bent non-patient end (npe) cannula. No evidence of manufacturing defect was observed on these samples. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all six pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needle to a pen injector. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time h3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during injection the needle would clog with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported during injection needle would clog.